Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered from a driveline infection on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a pull on their driveline. Over the next two days erythema and purulent drainage from the driveline exit site were noted. The site was painful. The patient was presented to the local hospital emergency room for further management. The patient was started on vancomycin and cefepime. A culture was sent. Warfarin was held and the patient was started on heparin infusion at (B)(4) units per hour. The patient was transferred on (B)(6) 2021 for further management of possible driveline infection. Revision of the driveline was done on (B)(6) 2021. It was noted that patient had grown pseudomonas and had multiple debridements.